Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, leading to the pump shutting down. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction injection and a dose of inhaled insulin. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.